Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging having a hard time breathing and heart racing for the past three nights prior to the date of complaint while using the device. Patient states that there is an error code when turning on the device. There is a round circle in the upper right-hand corner, error code: n1, m1 and number 5, with a snake design. Medical intervention was not specified. Additional information was provided, based on a pms clinical expert review that determined this event is assessable for injury or relatedness based on the information provided at this time. Reportability changed to serious injury. The device was returned to the manufacturer 09/13/2022 and is still pending the outcome of the evaluation/investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported wrong information in adverse event/product problem, product UDI (rfb), product UDI, date received by mfg. (Rfb), date received by mfg., type of reported complaint, if follow-up, what type? (Rfb), if follow-up, what type? (Device) problem code grid, patient outcome code grid, health impact grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid, section b5. After review, it was determined that all the fields mentioned should be corrected. Description of the event or problem has been corrected as below the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging hard time breathing and heart racing along with error code when turning on the device. There was no report of serious patient harm or injury. The manufacturer was made aware of this complaint through a representative of the customer. Maximum attempts were made to have the device returned for evaluation, investigation and to gather additional information but were unsuccessful. The device has not been returned to the manufacturer. At this time, no further investigation can be requested at this time. If any additional information is received, a supplemental report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging having a hard time breathing and heart racing for the past three nights prior to the date of complaint while using the device. Patient states that there is an error code when turning on the device. There is a round circle in the upper right-hand corner, error code: n1, m1 and number 5, with a snake design. Medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.